Event description:
The customer reported that the system would not flouro with a pt on the table. The system rebooted and displayed error 429.

Manufacturer narrative:
The ge service rep could not duplicate the symptom. He booted the system several times with no errors. Evaluated system. Adjusted timing on table sensor interface board. Adjusted collimator for center. System working as intended.